Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy) issue. It was reported that the pump display was cloudy and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 01/21/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/07/2015 with the following findings:the display was observed to be cloudy: the reported issue was duplicated. The lens film was found to be worn and peeling; this device failure directly contributed to the reported issue. Also, user error contributed to the reported issue, as the issue can be resolved by replacing the lens film. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.